Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed a low flow alarm due to a sudden decrease in flow to 0 liters per minute (lpm). Although a specific cause for the low flow alarm could not be conclusively determined through this investigation, previous complaint history, the recorded harmonic compensation faults following the decrease in flow, and the change in rotor noise and rotor displacement values appeared to be consistent with a foreign material being ingested into the pump, contacting the rotor, and then passing through the pump; however, thrombus could not be confirmed through this evaluation. The controller event log files collectively contained events from 16jun2025 through 19jun2025. A sudden decrease in pump flow, to values ranging from 0.0-2.4 liters per minute (lpm), was captured on (B)(6) 2025 which resulted in a sustained low flow hazard alarm for approximately two and a half hours, after which flow began to gradually increase above the low flow threshold. Shortly after, the estimated flow decreased below the low flow threshold again with flows ranging from1.5-1.7 lpm, resulting in another sustained low flow hazard alarm. During the low flow events, motor power decreased to a typical range of 2.4-3.5 watts and pulsatility index (pi) values became more static. Intermittent harmonic compensation lvad fault and harmonic compensation (hc_ctrl) lvad live info flags during the low flow state. Consistent with the controller event file, the lvad event log file also captured the decrease in pump flow on 16jun2025. Increases in rotor noise and decreases in rotor displacement values were observed during this time, along harmonic compensation (hc_ctrl) faults. The additional log files sent on (B)(6) 2025 showed that flow ultimately recovered on (B)(6) 2025, and the pump parameters returned to the patient¿s baseline values. No other notable events associated with the pump were captured, and the pump appeared to function as intended throughout the duration of the files. Multiple attempts were made to obtain additional information regarding the event; however, no additional information has been provided by the account. The patient remains ongoing on heartmate 3 left ventricular assist device (lvas), serial number (B)(6), with no further events reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU and the heartmate 3 lvas patient handbook are currently available. Section 1 of the IFU, "introduction," lists potential adverse events, including pump thrombosis, which may be associated with the use of heartmate 3 left ventricular assist system. This section also addresses all pump parameters, including pump flow. Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms. The IFU states that per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. This section also explains that changes in patient condition can result in low flow. Section 5 of the IFU, "surgical procedures", instructs to inspect the ventricular chamber for mural thrombi and crossing trabeculae following removal of the core and to address one or both, as needed. This section also instructs to inspect the ventricle and remove any previously formed clots that may cause embolism or any trabeculae that may impede flow. Section 6 of the IFU, ¿patient care and management¿, lists thromboembolism as a potential late postimplant complication. This section, under ¿anticoagulation¿, also provides the recommended anticoagulation regimen, including inr range, as well as suggested anticoagulation modifications. Section 7 of the IFU, "alarms and troubleshooting", and section 5 of the patient handbook, "alarms and troubleshooting", address all system alarm conditions, including the low flow hazard, as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that log files were sent for review. The files captured low flow events on 16jun2025. The trending showed power/flow decreasing with pulsatility index (pi) becoming static. This pump parameter trending could be caused by some type of obstruction. Additional log files were sent for review. There were no further unusual events. The mechanical circulatory support (mcs) equipment had appeared to have operated as intended.